Manufacturer narrative:
The customer declined service and or repair of the device. Philips is unable to rule out that a malfunction did not occur. As the customer declined service for the device, an evaluation could not be completed and a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the electrode plate is faulty. There was no patient involvement.